Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. The following sections were corrected: h6 impact code. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional: patient had an initial right tha. Patient had a MRI due to pain, limitations due to metal hardware, trochanteric bursitis identified, no signs of pseudotumor. Lab results identified elevated cobalt and chromium ion levels. Patient had a revision. A large fluid filled mass of troch bursae, granulomatous reaction from debris behind cup, bone loss noted and cup found to be well integrated. Metal debris, fusion between head/stem resulted in removal of femoral stem. Cerclage wires used to reconstruct the femoral osteotomy. Post operative notes were provided, and patient is progressing well with report of manageable pain. Cobalt and chromium levels reduced post revision and are within acceptable limits, noted by surgeon. Patient reports experiencing right hip pain and is likely due to degenerative lumbar spine changes. X-rays show stable hip, no loosening and no indication of infection. No other complications noted. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately four and a half years post-implantation, the patient underwent a right hip revision due to metal pathology. The patient experienced pain; had elevated metal ion levels; and had bone loss to the femur and acetabulum. The head and stem were unable to be removed during the procedure so an extended osteotomy was preformed and all components were removed. The extended osteotomy and bone fragmentation were repaired with a plate/cerclage system. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.